Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was unknown. The patient was programmed with different electrodes which decreased the patient having stimulation in their pocket. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient still feels stimulation in the pocket area, even with their new implantable neurostimulator (ins). The rep indicated that it is unknown when this issue started. They were going to continue to discuss the issue with the patient and physician. No further complications were reported or anticipated.